Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer septal occluder was chosen for implant using an 7f amplatzer trevisio delivery system. During the procedure, while releasing the occluder , it was noted that the occluder did not conform to its desired form and took form of bulbous deformation. The deformed device was not released from the delivery cable while inside the patient, and no interaction with cardiac structures was reported during the attempted release. No angulation or kinking of the delivery system was observed. The device was subsequently repositioned and, upon re-opening, achieved the correct shape, allowing the procedure to be completed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.